Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device battery longevity was dropping faster than expected. It was indicated that the patient has been receiving proton therapy five (5) days per week for the past two (2) weeks. The electrophysiologist (ep) ordered the device to be programmed to electrocautery protection mode during the treatments. It was indicated that the device is in this mode for approximately 20 minutes each day. A boston scientific engineering review of the device data determined it was exhibiting an increase in battery power consumption caused by multiple factors, including high left ventricular (lv) output settings, high rate atrial sensing and more recently, an increase in radio frequency (rf) telemetry use. Boston scientific technical services (ts) provided guidance to consider trying to limit the rf telemetry use during the radiation therapy. In addition, ts suggested that since the patient appears to be in chronic atrial fibrillation (af), they could consider programming off all atrial sensing, atrial daily measurements and atrial tachy discriminators and then program the device to a ventricular-only pacing and sensing mode. The device remains in-service. No patient symptoms or adverse patient effects were reported.